Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All available information was investigated and based on the information provided by the account and without the device to analyze, a cause for the reported single gripper actuation issue cannot be determined. The reported off-label use of the device was associated with the mitraclip device being used on the tricuspid valve to treat tr. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat tricuspid regurgitation (tr) with a grade of 5. An xtw clip was prepared per the instructions for use (IFU) and inserted without issues. However, while in the valve, it was observed that one gripper was not functioning as intended. Troubleshooting was performed, but the issue was unable to be resolved. Therefore, the clip was removed and replaced. Two clips were then deployed, reducing tr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure.